Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported there was no phaco power and no vacuum during the ultrasound mode. I/a mode was used and the surgery was completed without further issue.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and no problems were found. Unrelated to the reported event, the central processing unit (cpu) lithium battery and solenoid spacer were replaced as a preventative measure (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).